Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing did confirm the reported condition as a large leak found on the front side and a mirror location on the back side of the bag due to a two prong puncture. Front and back punctures indicate this damage may have occurred prior filling. However, the customer reported the leak was not discovered until post compounding quality check and the sample was returned with residual ingredient. A leak with this magnitude would have been obvious if it was present filling. Therefore, the cause of the reported is unknown but likely occurred during customer handing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Event date unknown. Initial reporter: operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on front side near the middle. The leak was discovered during the facility quality check. This report documents no patient involvement or adverse events. No additional information is available.